Event description:
It was reported by a funeral home that a vns pt had passed away due to unk reasons. MFR received the lead and generator for product analysis. The lead analysis completed and showed proper continuities between lead portion and set screw. No anomalies were identified within the returned lead portion. Good faith attempts for additional info have been unsuccessful to date.